Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they failed during device test. Customer¿s blood glucose level was 125 mg/dl. Customer was assisted in deleting identity and pairing the back. Customer had safety notification for the loosed retainer ring and the reservoir was able to lock in place. Customer had issue with the transmitter for the connection purpose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The device was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.